Event description:
Event description guidant rec'd info that the pt with this implantable cardioverter defibrillator (ICD) died from heart failure. In 2005, guidant was notified by this family's legal counsel alleging that the implanted ICD system caused or contributed to this pt's death. It was reported that this pt had expired two weeks earlier.

Event description:
Event description guidant received information that the pt with this implantable cardioverter defibrillator (ICD) died from heart failure. In november 2005, guidant was notified by this family's legal counsel alleging tha the implantation ICD system caused or contributed to pt death. It was reported that this pt had expired on september 2002.